Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a power (battery life) issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery life issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the black box shows evidence of short battery life illustrated with a drastic voltage drop leading to ¿cs128¿ replace battery alarms. The battery compartment is cracked from the case seal up to the finger grip. Returned battery cap and cartridge cap were used to complete the investigation. All currents reading are above specifications. The short battery life is duplicated. The display contrast is dim and faded. The pump¿s cover was removed, u24 component was found overheated thus it was suspected, all currents draws returned to specifications after removing the u24 component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)